Manufacturer narrative:
(B)(4). Concomitant medical devices: 00597003502 - tibial component pegged precoat for cemented use only size 4 - 63215771; 00575001506 - femoral component precoat size e minus (e-) right - 64545650. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00067, 3007963827-2021-00077.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. During the initial procedure, it was noted that the mcl had avulsed from the tibia after placement of all of the final implants. The tear was anchored down with sutures and the procedure completed without further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No change in the previously found root cause. However, during the investigation, we found that the surgeon used incompatible implant assembly. Per nexgen knee profiler, the combination of gender solutions cr-flex minus precoat femoral is not compatible with nexgen cr/cra (ac) articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: after cementing the final components, the surgeon changed the trial poly to the real poly. During which he noted laxity medially with the real implant and noted the mcl had avulsed from the tibia. Therefore, the surgeon placed two suture anchors and two layers of sutures in the mcl and brought it down nicely to the tibia. It was very stable. No other complication was noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.